Event description:
The customer reported via phone call that the insulin pump alarmed button error. She took the insulin pump off to shower when it alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Button error alarm and no button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, and cracked battery tube threads were noted. The displacement test was unable to perform due to keypad anomaly.